Manufacturer narrative:
Event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-30622. It was reported that the patient suffered a fall approximately on (B)(6) 2020 and was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. Diagnostics indicated that patient had high impedances as well. To address the issue patient underwent surgical intervention wherein the leads were replaced, and effective therapy was restored.